Event description:
A superficial epicardial injury occurred during a totally endoscopic coronary artery bypass (tecab) procedure. It was reported that bleeding was stopped by applying pressure and the case was successfully completed without further incident. It was reported that the paitent was discharged without any complications.